Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The unit heated and cooled normally. The arctic sun stat was evaluated upon receipt. Iqvia technician arrived onsite and noted that the device would not heat. Their patient was 31 degrees, and the water was not responding. Alarm 113 was confirmed by the case data. Pm performed corrected this issue. 2000 h pm procedure was completed. Mixing pump, circulation pump were serviced. Heater, manifold o'rings, tank tubing were replaced. Condenser coil, tank and level sensor were replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issue reported by the representative that they received an alarm 113 (reduced water temperature control) in an arctic sun device yesterday in their picu. They might have called the helpline, but have not confirmed yet, but they did switch machines out when it happened from what they told, their patient was 31 degrees, and the water was not responding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issue reported by the representative that they received an alarm 113 (reduced water temperature control) in an arctic sun device yesterday in their picu. They might have called the helpline, but have not confirmed yet, but they did switch machines out when it happened from what they told, their patient was 31 degrees, and the water was not responding.